Event description:
It was reported that the pacemaker reached the elective replacement indicator (eri) potentially due to early battery depletion, and changing pacing parameters to eri default mode. Per physician documentation: "eri [was] likely due to high current drain due to low lead impedance" on a competitive lead. The device was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.